Event description:
It was reported that during a pump replacement due to end of life, there was trouble aspirating as there was not good cerebral spinal fluid flow. The physician asked for a new connector. The 8575 pump connector and part of the pump segment of the catheter were removed and replaced with the 8596sc which resolved the issue with good csf flow. The patient was reported as alive without injury and doing "fine" post operatively. The connector was discarded and will not be returned. This device system delivered compounded baclofen.

Manufacturer narrative:
Product ID: 8703w lot# j90074427, implanted: 1993 (B)(6), product type catheter product ID: 8575 lot# n088376, implanted: 2007 (B)(6), explanted: 2013 (B)(6), product type accessory. (B)(4).